Event description:
During surgery as surgeon placed eea33 stapler through the rectum & hooked the top of it on from the bowel portion, it would not fire. The stapler had to be removed & replaced with a new one.